Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient and medication order were not crossing. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had failed to communicate patient and medication orders with the server. The technical support specialist (tss) had connected remotely and found that the station had been communicating properly. And the tss confirmed that the issue was resolved, and no information was provided related to how the issue was resolved.